Manufacturer narrative:
H.6. Investigation: since no samples displaying the reported condition were received a potential root cause could not be defined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that foreign residue was found in the bd syringe luer-lok¿ tip before use. The following information was provided by the initial reporter: "unidentifiable residue within syringe."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign residue was found in the bd syringe luer-lok tip before use. The following information was provided by the initial reporter: "unidentifiable residue within syringe".